Event description:
A healthcare facility in poland reported that a pt301 airvo 3 humidifier generated a spark at the power socket. There were no reported patient consequences. Fisher & paykel healthcare (f&p) has requested further information including the sequence of events and the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation.

Manufacturer narrative:
(B)(6). D4, g4: pt301ek is not sold in the USA, but it is similar to a product which is sold in the USA (pt301us). The 510(k) for the similar product is k221338. Fisher & paykel healthcare (f&p) has requested further information including the sequence of events and the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt301 humidifier (airvo 3) is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support. The airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport.